Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2352-70, serial: (B)(4), batch: 7070518. Product family: scs-ipg-r, upn: (B)(4), model: sc-1160, serial: (B)(4), batch: 369845.

Event description:
It was reported that the patients midline incision would not close and the physician suspected an infection. The physician believed that the patients symptoms were not device nor procedure related however, it is just the patients body. The patient was prescribed with antibiotics and underwent an explant procedure. The patient was doing well postoperatively.